Manufacturer narrative:
Examination is not possible, as the device was not returned. The investigation could not draw any conclusions about the reported event without the return of the device. Device history record review could not be performed as part number and lot number were not provided.

Event description:
It was reported that device anchor broke. Despite several attempts to get more information, no further information has become available.